Event description:
The consumer reported receiving the 3rd degree burns to her stomach from the heating pad. Burns of this nature are usually caused by placing the heating pad between the body and another object which is contrary to proper use instructions.